Event description:
It was reported that patient presented to the hospital for an unrelated reason in backup vvi. A device download was successfully performed. Device remains implanted.

Manufacturer narrative:
(B)(4).